Event description:
It was reported that during the preparation of cord blood for storage, the cord blood was transferred into the device and centrifuged as expected. The cord blood was then placed in the extractor. It was then noticed that plasma was leaking from the transfer bag, at the v-portion of the tubing. The v-portion was clamped and the rest of the plasma, buffy layer, and rbc's were extracted from the bag with a 60 ml syringe and transferred to a new device. The cord blood was then processed without further incident. Approximately 2-3 ml of plasma was lost.

Manufacturer narrative:
Device evaluation begun, but not yet completed.